Event description:
During a laparoscopic cholecystectomy, the surgeon used a stryker neptune smoke evaluation pencil (bovie) and set the pencil down on the operative field (holster was not used) and a raytec gauze caught on fire. Surgeon said the bovie arced and the raytec caught on fire. The surgeon threw the raytec on the floor and the fire went out. The surgical drape was singed and the patient suffered a small burn which was one inch by one fourth of an inch on her abdomen. The bovie was thrown out and a new bovie was used to continue the surgery. In addition to this case, we've had two reported instances of a stryker bovie activating unintentionally. Another one of our facilities has reported that the stryker pencil rocker switch is very sensitive and activated unintentionally if something brushes up against it. On (B)(6) 2023 we had an operating room fire while the stryker bovie was being used. The fire involved burns to the patient on his face, chest and back. We had other issues with this event related to the skin prep and oxygen under the drape and did not initially suspect the bovie but now we are wondering if the stryker bovie contributed to this event. Reference report: mw5115980, mw5115982.